Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had sought medical attention due to hypoglycemia. The patient's blood glucose (bg) levels decreased to 14.5 mg/dl. The patient was at the airport and attempted to treat the low bg levels with glucose and juice. The patient lost consciousness and woke up to the paramedics at the airport providing treatment. As treatment, sugar was delivered through intravenous therapy and chocolate. The pod was worn while medical attention was sought and the patient was released after 3 hours.